Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedances. The patient was seen in clinic for device testing. At that time, no issues were able to be reproduced. Subsequent, additional follow up indicated that the rv lead was oversensing atrial activity. The lead was suspected to have dislodged. An x-ray was performed which showed that some slack may have been lost in the lead but not enough to cause an issue. A dislodgement was not visualized. The rv sensitivity was reprogrammed and the lead continued to be monitored. Subsequently, a lead revision procedure was performed. The lead was noted to have shown a subclavian crush where the lead entered the subclavian vein. The lead was explanted and is to be returned for analysis. There were no adverse patient effects reported.

Event description:
The lead has been returned.

Manufacturer narrative:
The lead has not been returned as of today. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The lead was returned in two segments with it being severed at approximately 28.5 centimeters from the terminal pin. Trilumen insulation damage was see between 26.8-27.5 centimeters from the is-1 pin. On one side, the damage was through to the rs-coil and the distal dbs cable. Webbing damage in all three lumens was noted. The damage appeared to be from a localized compression abrasion. Laboratory analysis was able to confirm the clinical observations.